Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Manufacturer was informed that the patient¿s vns lead exhibited high impedance. During surgery the lead was removed and re-inserted, and high lead impedance still resulted. As a result, the lead was replaced. Attempts for additional information have been unsuccessful to date. The explanted lead has not been received by the manufacturer for analysis to date.

Event description:
Additional information received from the patient's treating neurologist indicated that the patient had a neurology consult on (B)(6) 2015 which showed normal vns operation and that the patient was tolerating her vns parameters well with no indication of high lead impedance. A consult to surgery was noted on (B)(6) 2015 but no specific reason was indicated. Follow-up with the patient's neurosurgeon indicated that high lead impedance was observed via a system diagnostics test (lead impedance - high), that only the patient's lead was replaced, the original pulse generator remained implanted, and the explanted lead is unable to be returned to the manufacturer for product analysis.